Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the returned device was analyzed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the battery voltage of the device was 2.97v. The company's technical services consultant recommended not to use the device since the battery voltage was below 3.0v. The device was not implanted. No patient complications have been reported as a result of this event.